Event description:
It was reported that this right atrial (ra) lead exhibited under sensing during atrial arrhythmias. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.